Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. In addition, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg.